Manufacturer narrative:
An event of leaflet fracture during implantation was reported. The device was returned to abbott for analysis. The investigation confirmed the valve was returned with a fractured leaflet. Meanwhile, the other leaflet remained intact with mobility. The valve was able to rotate freely. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the leaflet fracture could not be conclusively determined as there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. However, this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve was chosen for a procedure. During procedure, the leaflet came out and went left ventricle. They confirmed the intact leaflet was recovered from the patient. The valve got removed and replaced with another valve while patient on bypass. The patient was reported discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve was chosen for a procedure. During procedure, the leaflet came out and went left ventricle.